Event description:
The consumer reported that the patient fell yesterday and hit their head. Since the fall, the patient had pain at both implantable neurostimulator (ins) sites. It was noted that the pain was described as muscular. The consumer checked both ins's during the call, and both were connected and said on, ok. The patient already had an appointment for the friday following the reported event. Additional information received from the healthcare professional reported the patient had a CT scan of the chest which came back negative. The patient was given pain medication to resolved the pain at the ins sites, but it was unknown if the pain was resolved. The patient was implanted for parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.